Event description:
It was reported that the insulin pump alarmed motor error during rewind. Customer had an MRI done and the insulin pump was in the room. Customer does not use the sensor feature and is unable to complete the rewind sequence. Blood glucose value is unknown. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the rewind due to a motor encoder signal out of phase. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads and minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.